Manufacturer narrative:
Updated blocks: h3 and h6. During laboratory evaluation, the product surveillance technician (pst) connected the electronic patient gas system (epgs) to lab use only (luo) testing equipment. The event log indicated an 'oxygen (o2) sensor lifetime expired' event, but the o2 hours were not exceeding the expected threshold. There were unusual dates in the log, such as 2074, which would cause the o2 sensor lifetime expired events to occur. After the date was corrected, no additional events occurred. The service repair technician (srt) could not repair the unit as it was at its end of service life. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Device evaluated by MFR: 81 - evaluation is in progress, but not yet concluded.

Event description:
It was reported that during priming of the device for a cardiopulmonary bypass (cpb) procedure, the central control monitor (ccm) displayed an 'oxygen (o2) sensor failure' message. The unit was rebooted, and the issue was still present. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.